Event description:
The patient reportedly experienced no lock between external equipment and the cochlear implant. In january 2007, the patient was seen by a company representative for device evaluation. Testing performed confirmed the device was not functioning. The patient's device was explanted.